Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the controller experienced two errors, which resolved on their own. A proactive automated impella controller replacement was completed.

Manufacturer narrative:
After clinician review, the following was found to change in coding: ip codes added: hemodynamic instability. Ip codes removed: medical device removal.

Manufacturer narrative:
H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Data analysis: imc logs confirmed the reported failure mode given there was a controller error alarm triggered while running an impella. Real-time (rt) logs confirmed that all signals received from the optical bench (placement, snr, contrast, lamp, gain) are represented as -16384 values due to the crc error. Device analysis: console (B)(6) was sent back to fs for further investigation. The console ran a known-good pump and purge without reproducing the momentary loss of placement signal and controller error alarm. Root cause: the momentary loss of placement signal and controller error alarm was due to an optical bench fw communication protocol anomaly, resulting in misalignment of data communication packets received by epc. The aic sw operated as designed. Phr summary: there were no issues related to the complaint discovered when reviewing the product history of console (B)(6).

Manufacturer narrative:
D9 the device was received and the date was added. H6 codes were updated to reflect the device being returned. Added code b13 as it was omitted from the initial report that was submitted. H11 updated additional manufacturer narrative to reflect that the device was reported. The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.